Manufacturer narrative:
(B)(4). On (B)(6) 2017, arjohuntleigh received information from (B)(6) indicating that when the resident was being hoisted from a chair using the arjohuntleigh maxi twin passive floor lift, the lifting arm suddenly dropped. As a result, the resident was unexpected lowered on the chair. No injury occurred. No medical intervention nor hospitalization was required. It should be empathized that the floor lifts devices are certificated in compliance with iec 60601-1-2 and iso 10535 what means that they are equipped with the safety factors: - the emergency stop which can be activated at any time to stop the functioning of the lift, - the emergency lowering lever which provides a safe way of getting the patient down onto a chair, bed or wheelchair if the lift malfunctions occurred when a patient is being transferred. The instruction how use these functions is described step by step in the instruction for use (IFU). As per IFU 04.kt.00_gb rev. 3 supplied with involved device to use the emergency lowering function: "pull the emergency lowering ring up to operate, release the control during use and lowering will stop." "Warning it is necessary to pull the ring slowly and carefully to get a controlled lowering of a heavy resident. If pulled too quickly, the lowering might be too fast." It is essential to make sure that the resident's body is being lowered in safe and controlled manner when the emergency lowering is pulled up. The customer was visited by arjohuntleigh representative on 8th nov 2017. It was clarified that reported issue (sudden movement of the lifting arm) occurred because the emergency lowering function was incorrectly activated: the user pulled up and twisted emergency lowering lever. As a consequence of that incorrect way of pulling the lever up, the emergency lowering ring could not back to the intended position, allowing the lifting arm to move suddenly down once the resident's weight was applied. The IFU clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the various controls and features of the lift and ensure that any action or check specified is carried out before commencing to lift a patient. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. While the incident occurred the device was being used for transfer the patient. The analyzed complaint decided to be reportable based on the potential of the serious injuries - the lifting arm could freely move and not support the weight of the resident at the intended position. The maxi twin was not up to specification at the time of the incident because the emergency lowering lever was pulled up and twisted by the device user. Please be aware that the lift was inspected by arjohuntleigh representative. Once the emergency lever had been move back into place, the hoist worked correctly.

Event description:
On (B)(6) 2017, arjohuntleigh received information from (B)(6) indicating that when the resident was being hoisted from a chair using the arjohuntleigh maxi twin passive floor lift, the lifting arm suddenly dropped. As a result, the resident was unexpected lowered on the chair. No injury occurred. No medical intervention nor hospitalization was required.